Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (value not provided). Although requested, the customer declined to troubleshoot and declined to provide additional information.